Event description:
The customer initially reported that they received erroneous creatinine plus version 2 (creatinine) results for 2 patient samples. Of the two samples, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 216 umol/l and this result was reported outside of the laboratory. The patient was sent to the emergency room by the physician where a new sample was collected. This new sample had a "normal" creatinine result. No specific creatinine value was provided for the new sample. The physician complained to the laboratory about the initial result on the first sample. The laboratory repeated the first sample on two different analyzers on (B)(6) 2014 and the result was 77 umol/l on both analyzers. The customer also repeated all other parameters for this sample and no other discrepancies were found. The patient was sent to the emergency room based on the initial result, but was not treated or admitted to the hospital. This patient was not adversely affected. The creatinine reagent lot number was 607530. The reagent expiration date was asked for, but not provided. The field service representative checked the instrument. He found a problem with the cell rinse unit. He fixed the problem and did a precision check. The precision results were good. At that time, the customer did not report any additional issues. The customer then later reported that they had an erroneous for a third patient sample. The erroneous result for this sample was not reported outside of the laboratory.

Manufacturer narrative:
The field service engineer reviewed the gear pump, adjustments of the reagent and sample probes, r-probe rinse bath volume, all rinse tubings, and the filling volume of the rinse nozzle. Carry over evasion washes were also installed on the analyzer. The customer verified that the issue was solved after monitoring the issue for two weeks.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The creatinine reagent was moved from disc b to disc a and the problem re-appeared. No specific result data was provided. The field service representative then checked the instrument. After several days, no further discrepant results were seen.